Event description:
Related manufacturer reference number: 3006705815-2024-01049. It was reported that patient is unable to enter MRI mode, both patents leads have low impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.